Manufacturer narrative:
Per tandem's user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis.

Event description:
It was reported that the customer wore the pump while in water and subsequently a malfunction alarm occurred. Customer's blood glucose level was 122 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.